Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was implanted in 2004; during scheduled f/u in 2007, the interrogation could not be completed. A complete device reset was attempted with engineering software. However, the procedure failed. Therefore, eval of device placement was recommended.